Manufacturer narrative:
Evaluation results: (other)- a visual inspection of the returned product shows the lens is torn in half and one haptic is torn off & missing. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.

Event description:
The reporter stated that as the surgeon was inserting a three piece silicone lens model aq5010v into the eye and the trailing haptic bent. The surgeon removed the lens without enlarging the incision & replaced it with another model lens. No pt injury.